Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation, however, no power extension cable was returned. Visual inspection revealed no physical damage to the unit. No software malfunctions or anomalies were observed. As the unit had no power extension cable, a replacement power extension cable was used to power on the unit. An error 5 appeared on handheld. In addition, an error 5 also appeared on the backend. During investigation, it was determined that compact flash was the cause of the error 5. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was replaced.